Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and the receiver would not turn on. The receiver case was opened for further evaluation. The speaker resistance was measured and the resistance was within specification. The reported event of no audio output was not confirmed. A root cause could not be determined.